Manufacturer narrative:
Information contained in this report was previously submitted through psr on 23/oct/2014. In response to FDA report number: mw5088445. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of connective tissue disorder and pain are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. These are known potential adverse events addressed in the product labeling. Reason for reoperation: connective tissue disorder (not otherwise specified) / undifferentiated connective tissue disorder (uctd)¿ (connective tissue/autoimmune disorder). Patient additionally reported having had left side "severe" breast pain. Patient additionally reported concern over possible rupture, "ripples," "looks smaller," "costochondritis¿ and "excruciating pain to [extending to the] armpit¿ concomitant medical products: multivitamins, joint & muscle supplements, licorice root, enzymes, plant based protein, phosphatidyl serine, coq10, milk thistle, hair skin and nail supplements, aloe concentrate, chemical free diet eating whole foods, golden milk , spirulina, shatavari, maca root, mushroom estract, vit c & 0, uva ursi, brain boosting supplements, calms forte, doterra essential oils, ashwagandha.

Event description:
Patient reported being diagnosed with a "connective tissue disorder (not otherwise specified) / undifferentiated connective tissue disorder (uctd)¿, and experiencing left side "severe" breast pain. Patient later reported concern over possible rupture, "costochondritis" and "excruciating pain to [extending to the] armpit", "ripples," and "looks smaller." Additionally patient reported the following events which are not related to the device: candida, overgrowth acne, yeast infections, chronic stiff neck and back pain, sharp stabbing pains in chest area. Heart palpitations, nerve pain and twitches all around my body, muscle spasms and chronic pain around ribs, armpit, having sciatica and nerve pain, eczema, skin rashes, feeling so sick, joint inflammation everywhere¿, extended painful periods¿, ¿severe chapped lips¿, ¿dry nose¿, ¿itchy ears, always thirsty, dry mouth, gi issues, tightening feeling when constricted wearing bras, food allergies and sensitivities¿, ¿urinary tract infections, brain fog or early stages of alzheimer¿s¿, ¿had a miscarriage; had another miscarriage¿, ¿feeling hopeless and depressed¿, ¿depression¿, fatigue, horrible anxiety, ¿anemia, fatigue, very sensitive to all foods¿, muscle spasms¿, and ¿throbbing pain hat feels hot on certain parts of my head/cranium¿, nauseated for the past 3 years, behavior/emotional issues. "Hasn't been able to lift more than 12 pounds and has weak arms, migraines, and thought [they were] having a heart attack." This record is for the left side. Device remains implanted.